Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The complaint of the device having a broken clutch was verified. There were many other broken parts indicating the device was dropped. During evaluation the audible alarm speaker was found to be working but sounded bad and was replaced. This is being monitored for trends.

Event description:
The reporter stated that the device had a broken clutch. There was no pt injury or treatment associated with this event. During the evaluation it was discovered that the alarm sounded bad.